Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found that the top case front corners were cracked and two tubing guides were broken. The top case was counterfeit. During flow and occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. Replaced motor assembly and that cleared up the problem. The worm coupling was over 10 years old and came from a different pump.

Event description:
It was reported that there was motor rate error and bad board sensor. No patient injury was reported.